Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting pauses in pacing on an ECG. The physician tried pocket manipulation and isometric exercises in an attempt to reproduce the problem, but couldn't. It was determined that the device was experiencing ventricular oversensing.